Event description:
It was reported that intracranial pressure (icp) was displayed as "--" when the 110-4bt was connected to multi-parameter monitor (mpm-1). There was no pt injury. Add'l info was rec'd from the dist on 16mar2015 w/the following: the product problem occurred during rep-test; prior to implantation on the male pt. Type of procedure and pt age were unk. There was 10 min surgery delay. However, there was no pt adverse consequence as a result of the surgical delay. A replacement product was available to be used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.